Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for repair of an inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedure, and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusion can be made. Per medical records review, about 11 months post implant of perfix plug, patient was diagnosed with infection, abdominal pain and underwent repair with mesh explant. Infection is listed as a possible complication in the instructions-for-use, supplied with the device which also states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Updated fields: a2, b4, b5, b6, b7, d1, d.6b (date of explant), e3, g1, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for repair of an inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedure, and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with direct right inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes ¿there was a fairly large direct defect, which was repaired with a perfix plug, cut to appropriate size, fashioned and secured in position over the inguinal floor.¿ (B)(6) 2017 - patient with drainage of pus from the incision over last several months and worsening pain was now diagnosed with possible infected mesh thereby underwent open repair with mesh explant. Per operative notes, "dissected the cord gently away from the mesh, freeing the mesh up which was well incorporated laterally but somewhat unincorporated medially. It was ultimately removed completely and proceed with large floor defect repair.¿ attorney alleges that the patient had infection, seroma, hernia recurrence and pain.